Event description:
It was reported 1 bd posiflush¿ normal saline syringe had delivery failure issues. The customer reported the normal saline posiflush bd 10ml syringes are not working properly and when trying to flush the syringe, the plunger gets stuck and the normal saline cannot be pushed out.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary : exec summary - no physical device samples were returned. A device history record review was completed by our quality engineer team for provided material number 306546 and lot number 2074688. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review for this batch # 2074688 was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications.